Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff component removed due to urine leakage. A new artificial urinary sphincter 4.0 cm cuff was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the patient's level of incontinence was serious that he used 5 or 6 pads each day.

Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff component removed due to urine leakage. A new artificial urinary sphincter 4.0 cm cuff was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the patient's level of incontinence was serious that he used 5 or 6 pads each day.

Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation. The ams 800 occlusive cuff was visually and microscopically inspected. Microscopic inspection revealed a leak in the cuff shell proximal to the cuff edge that was the result of fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis found damage which can potentially contribute to the urinary incontinence.